Manufacturer narrative:
The device was removed and it was not until it was returned was it found to have deep grooves in the portion of the implant that comes in contact with the end plates. It is unknown at this time the patient information, how long it was in the patient or the lot number of the device. This device was an ide device when it was implanted into the patient. The ide study was terminated prior to this device complaint. No more information is available at this time.

Event description:
A nubac implant was removed from the patient on (B)(6) 2015. The surgeon identified on (B)(6) 2015 that the implant was moving around between the vertebral bodies and there was damage to the endplates. The surgeon was able to repair the endplates and complete the revision surgery.